Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was receiving morphine and baclofen at an unknown dose and concentration via a pump implanted for spinal pain and failed back surgery syndrome. It was reported that on (B)(6) 2017 the patient started to not feel well. The patient wore a "cellular falling down necklace" and was wanted to know if it could affect her pump. The morning of (B)(6) 2017 the patient felt dizzy after she took her prescriptions, plavix and aspirin. Later on (B)(6) 2017, the patient's pump was explanted. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.